Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/26/2015. The fse found a drip at probe tip accumulating from the rinse block and replaced a broken pinch valve (pv35) to resolve the leak. He also replaced the differential mix motor due to erratic operation and pinch valve pv55 due to leaking pressure, resolving the differential vote outs. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported differential vote outs (non-numeric results) on controls and a fluid leak of approximately 5ml from the probe on a coulter hmx hematology analyzer with autoloader. The leak was contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.